Event description:
A report was received that the patient was experiencing pain at the ipg site when the patient leans against it. It was noted that the ipg was too superficial. The patient will undergo a revision procedure wherein the pocket will be moved.